Event description:
It was reported through a literature article that an angio-seal was selected for use following a pre-deployment angiogram. The patients received gp/iib/iiia receptor inhibitor with abciximab 0.25mg/kg bolus followed by 0.125 mg/kg each hour IV infusion for 12 hours, or 180mg/kg bolus eptifibatide, followed by 2.0 mg/kg per minute of IV infusion for 12-18 hours. Also anticoagulated with low intensity IV unfractioned heparin. The patients also received aspirin 81-325 mg a day. Ambulation initiated 2 hours after closure. Meta-analysis study, 3,398 patients received angio-seal devices. Zero point six percent of the patient had major vascular complications; 0.8% had minor vascular complications. Major complications defined as vascular death, vascular repair, major vascular bleeding (>3 g hgb drop due to access site bleeding), vessel occlusion, or loss of pulse. Minor vascular complications were defined as any of the following: large hematoma .10 cm, arteriovenous fistulae, or pseudoaneurysm. The literature source was: vascular complications with newer generations of angio-seal vascular closure devices. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction of use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.